Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
A distributor reported a system error alarm issue and a backward flow issue with the device on (B)(6) 2018. The device was undergoing periodic maintenance testing and was found to alarm "system error" during infusion. It was also observed that the pump ran backwards during priming. No patient was involved in this case.

Manufacturer narrative:
The reported issues were confirmed. The pump was found to alarm "system error" upon infusion and intermittently run backwards. The peristaltic motor was replaced and the flow rate offset was calibrated. The pump was repaired, and calibrated to meet full specification. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 10/16/2013.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00056).